Manufacturer narrative:
A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at (B)(6) medical and was determined to be acceptable.

Event description:
It was reported that: the j point of the guide is kinking and the body breaks. Where did the problem occur? Outside the patient. Action taken by the physician to try to resolve the event: none. Was the problem associated with labeled use? Yes. Event resolved? Yes.

Manufacturer narrative:
Device evaluation and update to codes.

Event description:
It was reported that: the j point of the guide is kinking and the body breaks where did the problem occur? Outside the patient action taken by the physician to try to resolve the event: none was the problem associated with labeled use? Yes event resolved? Yes